Event description:
Originally reported to idtf, patient self-tester reports protime microcoagulation system 2.6 vs unspecified lab system inr 4.1. Ten days later, protime microcoagulation system inr 1.9 vs unspecified point of care system inr 2.9. Patient therapeutic range 2.5 - 3.5 inr. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR method, results, conclusions - MFR eval / investigation pending product return.